Event description:
The initial reporter- the ivc filter would not disengage during placement. In the end, they were able to re-sheath it and remove it from the patient. During advancement of the sheath, the delivery catheter hook disengaged with the filter hook with filter the partially in the delivery sheath. They then used a snare to retrieve the filter. They decided to end the procedure. They may end up rescheduling another filter placement procedure. Additional procedure due to product -possibly. The following information has been received via phone call on 28mar2025. Gpn: g52916 (was already listed in twd) lot: e4541125. Female, 74 yrs. Images will be sent in via email. Still unsure if there will be any additional procedures due to this occurrence. Not being reported to the FDA. Ncr to be sent to interventional radiology.